Event description:
It was reported that an 8f angio-seal vip was used post procedure in a calcified vessel. After the procedure, the patient complained about pain in his leg. The patient underwent surgical intervention and the surgeon reported the presence of a thrombus in the common femoral artery (cfa) allegedly around the angio-seal. The surgeon performed a cfa bypass procedure. The patient's condition post surgical procedure was reported as okay. The implant and event dates are unknown as is the lot number.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.